Manufacturer narrative:
Product analysis: the connectors were confirmed to be broken. Keypad window was found to be scratched. Case and battery drawer were found to be damaged. Display wires were found to be pinched, with insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The epg was returned for service. No patient complications have been reported as a result of this event.